Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue motor stall 242.4030 was confirmed. ¿ on 19-sept-2024, lvp was received unboxed and with paperwork. ¿ lvp when attached to lab pcu showed error code 242.4030. ¿ internal investigation revealed the motor was damaged. ¿ workmanship at bd manufacturing. ¿ recommend bd san diego repair center replace damaged motor. ¿ device to be returned to san diego repair center for processing. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue motor stall 242.4030 was confirmed. On 19-sept-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu showed error code 242.4030. Internal investigation revealed the motor was damaged. Workmanship at bd manufacturing. Recommend bd san diego repair center replace damaged motor. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.